Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The manufacturing representative reported that a motor stall with no recovery was seen at the initial interrogation on (B)(6) 2014. The patient recently had an MRI that was unrelated to the device or therapy, and it was noted that it had been more than 2 hours since the patient had exited the MRI. The pump was currently programmed to minimum rate mode, and the pump was audibly alarming. No symptoms were reported. It was later reported that on (B)(6) 2015, the patient no longer heard the pump alarming. The drug that was used via the device system was saline, as the therapy was not as good as the trial and they were between physicians. Indication for use of the device was for intractable spasticity and cerebral palsy. The patient intervention remained unknown at the time of this event; if additional information is received this report will be updated.